Manufacturer narrative:
The device referenced in this report was returned to shockwave medical, inc. For investigation. During the investigation, it was found that there were multiple kinks extending through the distal portion of the catheter. Additionally, the outer shaft, balloon, emitters, inner member and soft tip distal to the proximal marker band were detached and not returned. The reported balloon loss of pressure could not be confirmed; however, it is possible that the balloon rupture would have prevented the balloon from fully deflating, which would have made it more difficult to remove through the sheath. The device would have detached due to the force used in trying to remove it through the sheath. However, the cause of the balloon loss of pressure and separation could not be definitively determined. A review of the lot history record (lhr) and test documentation did not show any issues with the manufacturing of the device. The device passed all shockwave medical, inc. Criteria prior to being released for distribution. Shockwave medical inc. Has controls in place to ensure devices are built to approve procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
A shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the superficial femoral artery (sfa) and the popliteal artery. During the procedure, the balloon ruptured, though specific delivery information was not provided. While attempting to remove the device through the sheath, a breakage occurred. The physician encountered difficulty when the balloon became lodged in the sheath. To resolve the issue, both the sheath and catheter were removed together, and the sheath was upsized to an 8 french (8fr) for successful completion of the procedure. No fragments were retained in the patient. To date, no patient sequelae has occurred as a result of the balloon rupture/detachment of balloon.